Manufacturer narrative:
The device will not be returned for evaluation. Device not returned for evaluation.

Manufacturer narrative:
The alleged failure condition (balloon did not inflate) could not be confirmed, since the reported product was not available to stryker for evaluation. This condition is a known failure mode contemplated within manufacturer risk documentation. According to the doctor, the reported serious injuries were not related to the stryker device. The reported event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. Device not returned.

Event description:
It was reported that during a kyphoplasty, the balloon did not deploy in the right pedicle causing the balloon to be left in the cement. There was no surgical delay reported. Post-operatively the patient developed pulmonary edema, bleeding in the lung, bleeding in the spinal canal, various other bleeds and paraplegic symptoms at t8. It was later determined that the patient had a platelet function disorder which caused the bleeding. Shortly before discharge to paraplegic rehabilitation, imaging was done. Ischemia at t8 was found. According to dr. El saman, he did not deem the incident to be directly related to the stryker device.

Event description:
It was reported that during a kyphoplasty, the balloon did not deploy in the right pedicle causing the balloon to be left in the cement. There was no surgical delay reported. Post-operatively the patient developed pulmonary edema, bleeding in the lung, bleeding in the spinal canal, various other bleeds and paraplegic symptoms at t8. It was later determined that the patient had a platelet function disorder which caused the bleeding. Shortly before discharge to paraplegic rehabilitation, imaging was done. Ischemia at t8 was found. According to dr. El saman, he did not deem the incident to be directly related to the stryker device.